Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during a left knee arthroplasty the device did not seat properly with mating component.

Manufacturer narrative:
Concomitant medical products- nonaugmentable stemmed tibial component option size 4 catalog#: 00598603702 lot#: 63851976. Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned articular surface identified signs of wear around the edges and the dovetail feature was flared. Measured dimensions (overall height and width) were conforming to print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a left knee arthroplasty the device did not seat properly with mating tibial component. The procedure was completed with another articular surface. No adverse events were reported.